Event description:
(B)(6) the dealer reported that one of the pair of the 8115-t quick change tall crutches broke during use. The patient was using it at an angle, and it broke at the handle section. There was no patient injury reported.